Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed watchdog timeout. Customer was assisted with alarm troubleshooting. Customer's blood glucose was unknown at the time of incident. Customer stated that watchdog timeout alarm was not cleared during troubleshooting. Customer was advised to remove battery and when it was reinserted, the display returned with unexpected restart alarm and then display went blank. Troubleshooting for blank display was performed and a little crack on the reservoir compartment was found. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for unexpected restart found that alarm was second occurrence and insulin pump alarmed shortly after inserting new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self- test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. Pump was monitored and tested with no blank display and alarms noted. The insulin pump was received with cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window and minor scratches on display window noted.